Manufacturer narrative:
Result: fowler brake.

Event description:
It was reported by service report that fowler is drifting. It is unk if there was pt involvement or if there are adverse consequences to report.